Manufacturer narrative:
.

Event description:
It was reported that patient had product applied to a toe wound. Complained of itch from both feet up to bilateral legs within 6 hours of application of dressing. Itch spread over the whole body & both arms. Started getting blisters on scalp & wheeziness with some light-headedness. Called for ambulance, was assessed & given loratadine to relieve the itch - unsure whether cefaclor or acticoat causing the symptoms. Paramedic removed dressing & washed out. Patient went to (B)(6) clinic & was given further dose of loratadine plus prednisone. Discharged - no follow up appointment required.